Event description:
Procedure type: lobectomy. According to the reporter: device did not open its jaws after it was fired over the pulmonary artery. The thoracic surgeon in this procedure, used two sutures to tie off the artery and cut the pulmonary artery after it was tied to release the stapler. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).